Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown glenoid, unknown; unknown, unknown head, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01050, 0001822565 - 2018 - 01049.

Event description:
It was reported that a patient underwent an initial total shoulder arthroplasty. Subsequently, the patient experienced a fever and an infection that lasted for ten days following the procedure. It is unknown if medical intervention occurred. Attempts will be made to obtain additional information.